Event description:
As reported by the sapphire study during index procedure, after pre-dilation of the target lesion, a grade c dissection was noticed at the lesion. Also, the physician was unable to remove angioguard guidewire as the device was getting caught on the stent struts during withdraw. This is a patient with pre existing right upper extremity and lower extremity weakness associated with a stroke suffered three days earlier. A 6-french cook shuttle sheath was advanced in the right common carotid vessel. Through this, a 7 mm angioguard filter device was negotiated to the critical stricture in the high cervical carotid vessel without event. This was advanced into the distal cervical carotid vessel and was deployed uneventfully. Over this wire, a 4 mm aviator plus 4mm angioplasty balloon was advanced into position to dilate a critical stricture in the proximal cervical carotid vessel at the level of c1-2. The balloon was inflated to its nominal diameter up to 10 mmhg for pre-dilation. A follow up angiogram demonstrated a small dissection. Then, 10 x 40 mm precise stent was deployed into position overlapping the treated atherosclerotic disease in the proximal cervical carotid vessel, overlapping the disease involving the origin of the internal carotid artery at the bifurcation and extending to the distal common carotid artery. Then, a 6 mm aviator plus balloon was utilized to angioplasty the distal cervical stenosis to its nominal diameter at 10 mmhg. Subsequently, the 6-french cook shuttle sheath had to be advanced into the stented portion of the vessel in order to achieve the balloon successfully without disturbing the stent tines. At this point, the angioguard filter device was pulled proximally abutting the tip of the stent tines. Rather than creating complication, the physician decided to pull this filter device out. Gross macroscopic evaluation demonstrated no evidence of any residual particles within the filter.

Manufacturer narrative:
Then, a new 7 mm angioguard was advanced through the minor residual stricture in the proximal carotid vessel bifurcation, uneventfully, and was re-deployed into the distal cervical carotid vessel. Over this filter wire, a 7 mm balloon was used to angioplasty the proximal carotid vessel. This was inflated beyond its nominal diameter up to 12 mmhg. The patient was given 0.2 mg of robinul to counteract vasovagal effects. We had bradycardia down to 20 beats per minute for a period of 10 to 15 seconds with resolution of bradycardia without any symptoms. The filter wire was removed. Gross inspection demonstrated no evidence of any underlying macroscopic debris. Completion cerebral angiogram was obtained. Catheters were withdrawn. Hemostasis was achieved with a percutaneous closure device, mynx, uneventfully. Upon completion, we found that the patients preexisting right lower extremity weakness was more prominent. This is not related to the carotid stent as the right lower extremity is supplied by the left anterior cerebral artery mca distribution. This may be related to hemodynamic changes in the brain in this patient with left mca stroke affecting the right upper and lower extremities. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of four products involved with this event which is associated with mfg. Report # 1016427-2013-00150, 9616099-2013-00794, 1016427-2013-00151, and 9616099-2013-00795.

Manufacturer narrative:
During a carotid sending procedure a 6-french cook shuttle sheath was advanced in the right common carotid artery through which a 7 mm angioguard filter was advanced into the distal cervical carotid vessel and was deployed uneventfully. Over this wire, a 4 mm aviator plus balloon catheter was advanced into position in the proximal cervical carotid vessel at the level of c1-2. The balloon was inflated up to 10 mmhg for pre-dilation and a follow up angiogram demonstrated a small dissection. A 10 x 40 mm precise stent was deployed and post dilated by a 6 mm aviator plus balloon. Subsequently, the 6-french cook shuttle sheath had to be advanced into the stented portion of the vessel in order to achieve the balloon successfully without disturbing the stent tines. At this point, the angioguard filter device was pulled proximally abutting the tip of the stent tines and the physician decided to pull the filter out. Gross macroscopic evaluation demonstrated no evidence of any residual particles within the filter. A new 7 mm angioguard was advanced through the minor residual stricture in the proximal carotid vessel bifurcation and was re-deployed into the distal cervical carotid vessel. Over this a 7 mm balloon was used to angioplasty the proximal carotid vessel. The patient was given 0.2 mg of robinul to counteract vasovagal effects, bradycardia down to 20 beats per minute for a period of 10 to 15 seconds with resolution of bradycardia without any symptoms. The filter wire was then removed and gross inspection demonstrated no evidence of any underlying macroscopic debris. Completion cerebral angiogram was obtained, catheters were withdrawn and hemostasis was achieved with a percutaneous closure device. Upon completion, we found that the patients preexisting right lower extremity weakness was more prominent. This is not related to the carotid stent as the right lower extremity is supplied by the left anterior cerebral artery mca distribution. This may be related to hemodynamic changes in the brain in this patient with left mca stroke affecting the right upper and lower extremities. This is a patient with preexisting right upper extremity and lower extremity weakness associated with a stroke suffered three days earlier. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Vasovagal reactions may occur while applying pressure to the groin during percutaneous procedures in which arterial or venous access is obtained. Pressure on a large artery and pain can stimulate the vagus nerve, stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Causing slowing of the heart rate and a drop in blood pressure. Anxiety, pain and discomfort at the puncture site may also result in a vasovagal reaction. Early signs include pallor, nausea and/or yawning, which often present with a slowing of the heart rate before a drop in blood pressure. This is a well know potential complication with any invasive procedure during which pressure is applied to the groin area. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported withdrawal difficulty. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Please note that this medwatch report represents one of four products involved with this event which is associated with mfg. Report # 1016427-2013-00150, 9616099-2013-00794, 1016427-2013-00151, and 9616099-2013-00795.